Manufacturer narrative:
An event of device migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined, however per the user patient anatomy attributed to the event. The product was used off-label as the IFU (B)(4), "the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature." "The safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
On (B)(6) 2018, a 8mm amplatzer vascular plug ii was used off label to close a left ventricular rupture. The device was deployed and within ten minutes the device migrated. Per the user, the migration was secondary to patient anatomy. Further additional information was not made available.